Event description:
It was reported there was a suspected premature battery depletion after a service life of 18 months. There was no injury or adverse event to the patient but surgical interventions was needed. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no significant anomalies found. Based on longevity estimates and from the initial review of the device parameters, this neurostimulator reached a normal end of life condition. This ins was received with the eri bit set. The ins was functioning properly. Based on longevity estimates from an e-mail and from the initial review of the device parameters this ins reached a normal eri condition. The ins was implanted 18 months and the longevity estimate based on the initial review parameters indicated an estimate of 6.29 months to eri.

Manufacturer narrative:
(B)(4).